Event description:
Upon pts first 60 min. Eecp therapy session, the pt began to experience shortness of breath and tightness in chest 51 mins. Into therapy. Three nitroglycerin were given that helped to relieve the tightness in the chest. The pts' oxygen saturation flactuated between 82% - 91% over an 80 min period. Pt was taken to ER via ambulance for an overnight eval.